Event description:
Reportedly in 04 the pt was admitted for repair of an incarcerated ventral & umbilical hernia. Reportedly the pt was brought back to the or, the same day, for re-suture due to 14 out of the 15 stitches breaking. The pt returned to the ER on the 2nd day for an abdominal dehiscence. Pt conditon is unavailable at this time.